Event description:
Subsequent to the previously filed medwatch report, the following information was received: after the graftmaster failed to cross, a dissection was observed. The graftmaster was not deployed and the patient was sent to surgery. The graftmaster did not worsen the perforation. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The reported patient effect of intimal dissection is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by another device. The graftmaster 2.80 x 19 mm covered stent system was advanced, but failed to cross due to the patient anatomy. The covered stent was not deployed. The use of the device did not cause or contribute to complications or adverse events. No additional information was provided.